Manufacturer narrative:
The momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found and the pump performed within specifications. The reported allegations were unable to be confirmed.

Event description:
It was reported that the patient underwent a revision procedure due to inability to inflate the cylinders with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a revision procedure due to inability to inflate the cylinders with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. The patient was stable following the procedure.